Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2015 and suture was used. During the procedure, the needle broke. The needle was left in place as it would cause more disruption to the bone by removing it. The surgeon admitted that the needle was used outside recommendations by passing it through bone rather than soft tissue. The surgeon opined that the reason for this practice is that standard suture needle can usually be passed through soft osteoporotic bone and if the suture passage is successful, one can obtain very good soft tissue re-attachment to the bone with less trauma to the already weakened bone than would occur by making a drill hole through which to pass a suture or to insert a suture anchoring device. Additional information has been requested.